Event description:
A customer reported that the t:slim x2 pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.